Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator . It was reported that patient was trying to use the patient programmer (pp) and was getting a poor communication. A poor communication screen on pp was noted. The pp would not do telemetry with or without antenna attached. Her symptoms had gotten a little worse lately. She had been getting up 10 times a night. She fell on her face the other day but her symptoms had gotten worse prior to the fall. During the call, patient was instructed to unplug antenna, place pp directly over the implantable neurostimulator (ins), on skin and sync but this did not resolve the issue. It was noted that she got a cardiac pacemaker in (B)(6) 2016. A day later, patient called back and reported that she received a new pp but it was doing the same thing. Patient stated she can contact healthcare provider (hcp) to have implant check. She had an appointment with hcp on (B)(6) but she would be leaving town, so the hcp was going to get her in after christmas. Additional information received from patient on dec 20 2016 indicated that she met with hcp this morning and she would be getting with another hcp to diagnosis the condition of her device and discuss the follow up. Patient stated her only concern was with the (B)(6) and their rules ¿ if you don¿t see the doctor in 3 years, he has to treat you as a new patient¿. It was indicated that she was given a print out of the steps to take to change her programs, so it wasn¿t necessary for her to go to the hcp. It really hurt her feeling since she assumed if hcp put the device in her, she was still an active patient while she had it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.